Event description:
It was reported that the ilet pump¿s screen became nonfunctional with visible lines after the device was removed from a pocket, while the pump otherwise continued to operate. Symptoms included no clinical effects. Outcomes included no impact on health and no need for medical care. Investigation included collection of event details and return of the device for evaluation. Investigation of this device revealed a display failure consistent with screen damage affecting visibility, with no evidence of alarms or therapy interruption and the remainder of the device functioning. It was concluded, based on previously established findings for similar reports, that the cause was mechanical damage to the display.

Manufacturer narrative:
" The device was received and evaluated by beta bionics. User complaint of ilet damage or malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance."